Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd q-syte¿ luer access split-septum stand-alone device. Event occurred during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
The returned samples provided were inspected. Bd received one q-syte unit connected to an extension set. The unit was received along with a 10ml syringe and an open-empty package. During the visual/microscopic examination the unit revealed damage in the form of tears on the column wall, septum top disk slit and on the bottom slit of the septum. A water leak test was conducted where the unit was attached to an iso standard luer to the end of the q-syte. Leakage was observed in the actuated position. Water leaked through the column wall tear and out through the vent hole. The source of the leakage was the tear of the column wall. The failure you experienced was confirmed through the investigation however a root cause could not be identified. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. Investigation conclusion: indeterminate--a definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported that medication leaked from the bd q-syte luer access split-septum stand-alone device. Event occurred during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that medication leaked from the bd q-syte luer access split-septum stand-alone device. Event occurred during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.